Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a broken "closure cap" was not confirmed. All caps were found to be in normal condition without any sign of defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available; a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report that one (1) intermate device's closure cap was found to be broken before filling. There was no patient involvement reported. No additional information is available.